Event description:
The fse reported that the software corruption caused the system to be unusable. This resulted in a loss of imaging functionality which could caused the delay or cancellation of a procedure. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.